Manufacturer narrative:
Weight, ethnicity, race: unk. Explant date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -7.5/+0.5/179 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was removed and replaced with a longer lens due to low vault. The cause of the event is reported as a patient-related factor; it is unknown whether the device failed to perform as expected.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 and replaced with a longer lens. Post-op, the patient complained of pain and poor ability to read. The problem of low vaulting remained unchanged despite sizing up. See MFR. Report # 2023826-2022-01795 for replacement lens. Claim # (B)(4).